Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer stated they were able to clear the alarm and able to complete rewind process. Customer stated that insulin pump had errors after rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the insulin pump alarmed an error in the motor was detected by reading unexpected value from hall sensor and this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement. The device passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The device successfully downloaded to thus. No an error in the motor was detected by reading unexpected value from hall sensor or this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarms noted during test. Verified insulin pump alarmed an error in the motor was detected by reading unexpected value from hall sensor on (B)(6) 2021 22:57:26.000 and this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement on (B)(6) 2021 22:57:30.000 in insulin pump downloaded history due to corroded motor home switch. Found moisture damage to motor assembly, electrical board 1 board and electrical board 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case (battery tube), end cap address label missing and cracked keypad overlay. The p-cap/reservoir does lock properly. No an error in the motor was detected by reading unexpected value from hall sensor or this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarms noted during test. However, verified insulin pump alarmed an error in the motor was detected by reading unexpected value from hall sensor on 06/22/2021 22:57:26.000 and this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement on (B)(6) 2021 22:57:30.000 in insulin pump downloaded history due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.